Manufacturer narrative:
The field service representative (fsr) replaced the network interface card (nic) printed circuit board (pcb) and roller pump due to failure. The unit operated to the manufacturer's specifications. The product surveillance technician (pst) was able to duplicate the complaint. When he opened the roller pump the main power cable assembly had wires that were pinched between the rear cross brace and the grounding plate. The insulation on the cables was damaged allowing the 24 volt and 5 volt cable to be grounded, sending a surge of power to the nic.

Event description:
Upon receipt of the device, during installation the territory manager reported that the network interface card (nic) was burnt up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review, on (B)(6) 2021 when the system was powered up, there were four large roller pumps. On that first power up, the power manager reported network interface card (nic) and (left) state changed to connected with fault multiple times. The central control monitor (ccm) sent a specific reset request to large roller pump indicating the pump had a broken indication in the operational status response. The system was powered off at 10:59:34 am and powered up again at 11:04:28 am. On this power up only two large roller pumps are online. In addition, on module ID: 07868 - 07869, the ccm sent a specific reset request to large roller pump ID 07867 indicating the pump had a broken indication in the operational status response. The logs indicate two different large roller pumps had some sort of issue causing the ccm to try reset the pumps. There is no way to tell from the logs what the issue was or what caused it.